Event description:
It was reported that shaft break occurred. The target lesion was located in the mid right coronary artery (rca). A 3.50 x 28mm synergy xd drug-eluting stent (des) was advanced for treatment. However, during insertion, the device came in contact with the edge of a non-boston scientific (bsc) stent which was previously placed in mid rca. When the synergy xd des was pushed forcibly, the shaft of this device got kinked at 10cm distal to the hub and the shaft broke 22.5cm distal to strain relief. The procedure was completed with a different device. There were no patient injuries reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR: synergy xd mr ous 3.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 22.5 cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mid right coronary artery (rca). A 3.50 x 28mm synergy xd drug-eluting stent (des) was advanced for treatment. However, during insertion, the device came in contact with the edge of a non-boston scientific (bsc) stent which was previously placed in mid rca. When the synergy xd des was pushed forcibly, the shaft of this device got kinked at 10cm distal to the hub and the shaft broke 22.5cm distal to strain relief. The procedure was completed with a different device. There were no patient injuries reported.